Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error, button error and off no power. Customer's blood glucose at time of incident was 128 mg/dl. The customer report motor position encoder error alarm. Customer stated the pump will not rewind. Customer also reported the button error alarm. Customer was advised that we are replacing pump due to motor error and button error alarms.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up keypad dome. No button error alarm. The keypad connector was found close properly during our visual inspection. The currents are within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm and the motor passed motor test. No unexpected off no power. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.